Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: (B)(4). Model: sc-2408-74. Serial: (B)(6). Batch: 5031853. Product family: scs-lead fixation-MRI. Upn: (B)(4). Model: sc-4319. Serial: n/a. Batch: 21007528. Investigation summary: with all the available information, boston scientific concludes that the complaint of the patient experiencing a loss of stimulation was confirmed. The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Labeling review: a product labeling review identified that the device was used per the instructions for use (IFU) / product label. Investigation conclusion: the returned lead was analyzed and passed all tests performed. The complaint of the patient experiencing a loss of stimulation was confirmed, therefore the probable cause was known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a lead revision procedure where the physician explanted one lead along with the clik anchor and repositioned the other lead to cover the pain area. The patient recovered post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 5031853. Product family: scs-lead fixation-MRI, upn: (B)(4), model: sc-4319, serial: n/a, batch: 21007528.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a lead revision procedure where the physician explanted one lead along with the cklik anchor and repositioned the other lead to cover the pain area. The patient recovered post operatively.